Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 580 mg/dl at the time of incident. The customer¿s mother reported that her daughter¿s blood glucose was 303 mg/dl and was more than 500 earlier. The customer woke up with blood glucose level over 200 mg/dl and when she went to school her blood glucose level was over 500 mg/dl and after lunch it was over 300 mg/dl. The customer¿s current blood glucose level was 308 mg/dl. It was reported that the customer¿s pump might be under delivering and also she had bent cannula which might have interfered insulin delivery. The insulin pump will not be returned for analysis.